Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had an insert battery alarm. Troubleshooting was performed and found that the customer received a low battery alert prior to the replace battery alert, replace battery now alarm, or off no power alarm. It was found that was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The test battery was removed and reinserted with no insert battery alarm noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Pump passed displacement test, sleep current measurement, active current measurement and self test. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. No damage noted on the original battery cap. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 25-jul-2023 in the pump history file. 07/25/2023 14:11:26.000 batteryremoved (55). 07/25/2023 14:11:26.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 14:21:00.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 14:23:10.000 batteryremoved (55). 07/25/2023 14:23:10.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 14:23:15.000 batteryremoved (55). 07/25/2023 14:24:02.000 batteryremoved (55). 07/25/2023 14:25:11.000 batteryinserted (44). 07/25/2023 14:25:18.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 07/25/2023 14:28:34.000 batteryremoved (55). 07/25/2023 14:28:34.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 14:28:39.000 batteryinserted (44). 07/25/2023 15:02:05.000 batteryremoved (55). 07/25/2023 15:02:05.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 15:02:07.000 batteryinserted (44). 07/25/2023 15:07:07.000 batteryremoved (55). 07/25/2023 15:07:07.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 15:07:18.000 batteryremoved (55). 07/25/2023 15:07:26.000 batteryremoved (55). 07/25/2023 15:07:29.000 batteryremoved (55). 07/25/2023 15:08:00.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104). 07/25/2023 15:08:03.000 batteryremoved (55). 07/25/2023 15:08:15.000 batteryremoved (55). 07/25/2023 15:08:47.000 batteryremoved (55). 07/25/2023 15:08:56.000 batteryremoved (55). 07/25/2023 15:09:14.000 batteryinserted (44). 07/25/2023 15:09:14.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 07/25/2023 15:09:18.000 batteryremoved (55). 07/25/2023 15:09:18.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 15:10:33.000 batteryremoved (55). 07/25/2023 15:10:58.000 batteryremoved (55). 07/25/2023 15:11:19.000 batteryremoved (55). 07/25/2023 15:11:31.000 batteryremoved (55). 07/25/2023 15:12:16.000 batteryinserted (44). 07/25/2023 15:12:16.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 07/25/2023 15:12:17.000 batteryremoved (55). 07/25/2023 15:12:17.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 15:12:34.000 batteryremoved (55). 07/25/2023 15:12:37.000 batteryremoved (55). 07/25/2023 15:12:59.000 batteryremoved (55). 07/25/2023 15:22:00.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 15:25:28.000 batteryremoved (55). 07/25/2023 15:25:28.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 15:27:31.000 batteryremoved (55). 07/25/2023 15:28:25.000 batteryinserted (44). 07/25/2023 15:28:25.000 batteryremoved (55). 07/25/2023 15:28:25.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 15:28:30.000 batteryremoved (55). 07/25/2023 15:28:30.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 15:28:57.000 batteryinserted (44). 07/25/2023 15:29:06.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 07/25/2023 15:30:08.000 batteryremoved (55). 07/25/2023 15:30:08.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 15:30:34.000 batteryremoved (55). 07/25/2023 15:31:28.000 alarmalertnotification (40). Faultnumber: postresetramcrcalarm (23). 07/25/2023 15:31:56.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 07/25/2023 15:32:04.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 07/25/2023 15:33:06.000 batteryremoved (55). 07/25/2023 15:33:06.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 15:33:40.000 batteryremoved (55). 07/25/2023 15:33:53.000 batteryremoved (55). 07/25/2023 15:39:55.000 batteryremoved (55). 07/25/2023 15:40:32.000 batteryinserted (44). 07/25/2023 17:50:14.000 batteryremoved (55). 07/25/2023 17:50:14.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 17:50:22.000 batteryinserted (44). 07/25/2023 18:02:14.000 batteryremoved (55). 07/25/2023 18:02:14.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 18:02:37.000 batteryremoved (55). 07/25/2023 18:06:49.000 batteryinserted (44). 07/25/2023 18:07:28.000 batteryremoved (55). 07/25/2023 18:07:28.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 18:12:48.000 batteryinserted (44). 07/25/2023 18:12:48.000 batteryremoved (55). 07/25/2023 18:12:48.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 18:22:00.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 18:57:52.000 batteryremoved (55). 07/25/2023 18:57:52.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 18:58:21.000 batteryremoved (55). 07/25/2023 18:58:24.000 batteryremoved (55). 07/25/2023 19:07:00.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 19:12:14.000 batteryremoved (55). 07/25/2023 19:12:14.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 19:20:49.000 batteryinserted (44). 07/25/2023 19:20:58.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 07/25/2023 19:23:04.000 batteryremoved (55). 07/25/2023 19:23:04.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 19:23:09.000 batteryinserted (44). 07/25/2023 19:23:09.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 07/25/2023 19:23:12.000 batteryremoved (55). 07/25/2023 19:23:12.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 19:30:00.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). 07/25/2023 19:30:18.000 batteryinserted (44). 07/25/2023 19:30:18.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 07/25/2023 19:30:25.000 batteryremoved (55). 07/25/2023 19:30:25.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 19:30:26.000 batteryinserted (44). 07/25/2023 19:30:26.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 07/25/2023 19:32:56.000 batteryremoved (55). 07/25/2023 19:32:56.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 19:40:00.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 07/25/2023 19:40:13.000 batteryinserted (44). 07/25/2023 19:40:13.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 07/25/2023 19:40:15.000 batteryremoved (55). 07/25/2023 19:40:15.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 19:40:16.000 batteryinserted (44). 07/25/2023 19:40:16.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). 07/25/2023 19:42:09.000 batteryremoved (55). 07/25/2023 19:42:09.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 07/25/2023 19:42:49.000 batteryinserted (44). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinserted with no pump error 23 or battery out limit alarm noted. Low battery alarm was unexpected due to moisture damage found on the electronic assembly. Battoutlimit (6) not confirmed. Low battery alarm confirmed. Failedbatttest (58) not confirmed. Pump error 23 not confirmed. Insert battery alarm not confirmed. Unexpected battery power loss confirmed (unexpected low battery alarm in the pump history file). Low battery alarm confirmed in the pump history file. Battery cap damage not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.